Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
The plastic catheter was split and flared at the end. This defect prevented the catheter from being threaded. Any adverse event or serious injury reported to patient or healthcare professional? If yes, please provide the details. No.

Event description:
Noticed when the package was opened.

Manufacturer narrative:
Additional information indicates that this issue was evident at the time that the device pouch was opened rendering the device not usable.